Event description:
Unable to ascertain endotracheal (et) tube position since there are no markings on the new et tube at critical locations. Infant was subjected to chest x-ray to determine position and then endotracheal tube had to be marked with a sharpie to show proper position.